Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 2 days ((B)(6) 2021 per time stamp). The fixed speed was set to 5000 rpm and the low speed limit (lsl) was set to 4600 rpm; the pump maintained a speed above the lsl without issue throughout the log file. The log file captured no external power and low voltage hazard alarms due to temporary loss of ac power while connected to the mpu on (B)(6) 2021 from 06:51:38 to 06:52:05. The system controller backup battery supplied power to the system during the loss of external power. The alarm was resolved when power to the mpu was restored. The external power event did not affect the controller¿s ability to operate the pump at the set speed. No other notable events related to the mpu support were active in the log file. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. Attempt was made to obtain the event information (including the serial number of the mpu, if the cause of the loss of power was determined, and the status of the device); however, no additional information was provided. To date, no equipment was exchanged or returned. As a result, the complaint file will be closed with no further actions. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested, but unknown.

Event description:
It was reported that during the analysis of the log files they captured no external power alarms on (B)(6) 2021. These alarms occurred while patient attached to the mobile power unite (mpu). This was caused by power to the mpu being interrupted. This may have been due to the wall outlet or the mpu. It was unknown if the mpu was operational. It was also unknown if the mpu had a v-lock connector on the a/c power cord and if the cause of the no external power was due to the power cord coming loose or an environmental circumstance.